Manufacturer narrative:
(B)(4). The reported complaint of helium loss alarm was confirmed by the field service engineer. No part was returned to teleflex chelmsford for investigation. The customer did not want to repair the pump due to the age of the pump. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that helium loss 3 alarms occurred during training then repeated in biomed. Pump was a preferred contract, customer deemed not worth the cost of repair. No repair made, no parts to be returned. No report of patient involvement.

Manufacturer narrative:
Qn#(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that helium loss 3 alarms occurred during training then repeated in biomed. Pump was a preferred contract, customer deemed not worth the cost of repair. No repair made, no parts to be returned. No report of patient involvement.